Event description:
It was reported to philips that the device had an error message with a solid red x and beep. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. An evaluation was completed and the fse was able to confirm that the message was "battery calibration due", however no other faults were found. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required, however battery calibration was required. The fse instructed the customer on how to calibrate the battery with a power pack to return the device to a normal working state. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had an error message with a solid red x and beep. There was no patient involvement.